Manufacturer narrative:
Product ID, 8709 lot# j0058148r, implanted: 2001 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient was scheduled to undergo a myelogram, which is a test where dye is injected via a needle into the spine and then x-rays are taken. The last time the patient underwent this test, the pump was turned off and the patient was told not to have it turned on for 3 days. The second day, the patient was going through withdrawals and someone gave her a ride to her pump physician's office to have the pump turned back on. Regarding the withdrawal, it was also noted, the patient was "gone for about a week". The physician told the patient not to let anyone turn off her pump again. For the patient's last CT myelogram which occurred over a year prior to this report, the radiologist requested the pump be turned off 3 days prior to and 3 days following the CT myelogram. Due to this, the patient developed severe withdrawal-type symptoms. The reporter believed the patient went to the emergency room, but was unsure if the patient was admitted to the hospital. For the patient's upcoming myelogram scheduled for (B)(6) 2013, the physician wanted the pump stopped 48 hours prior to and 48 hours following the CT myelogram. It was noted, the patient had back surgery a year prior to the date of this report. The myelogram was intended to evaluate the patient's ongoing pain related to the surgery. The physician expressed concern to the reporter regarding interaction of dye and lioresal. The patient's myelogram was canceled and the patient would pursue having MRI (magnetic resonance imaging) instead. It was indicated the patient was receiving effective therapy. The pump was delivering baclofen and morphine.